Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was undersensing ventricular activity with low amplitudes which caused a delay in shock being delivered to convert a rhythm. High capture thresholds for the right ventricular (rv) lead were also noted and a lead issue is also suspected. This ICD and rv lead were explanted and replaced. No additional adverse patient effects were reported. This product has returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies other than dried body fluid in the helix housing. Outer insulation was damaged with a cut 267 mm from the terminal pin, the pressure test was not successful. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was undersensing ventricular activity with low amplitudes which caused a delay in shock being delivered to convert a rhythm. High capture thresholds for the right ventricular (rv) lead were also noted and a lead issue is also suspected. Low amplitudes were also reported. This ICD and rv lead were explanted and replaced. No additional adverse patient effects were reported. This product has returned for analysis.